Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized. The same day as the event onset, the patient started treatment with intravenous piptaz (4.5g twice a day; duration not reported) and intravenous vancomycin (1g after 72 hours for four days&#55904;for peritonitis. Action taken with dianeal and extraneal therapies were not reported. The patient's recovery status and outcome of the event was unknown. No additional information is available.